Event description:
During a lobectomy, it was reported that on the second and third firing process, the staple was malformed. (There was no difficulty during the first and fourth firings.) It was reported that the dr introduced a new instrument to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
Conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "malformed staples" during surgery. The instrument was returned with a nicked knife, but was otherwise in good physical condition. The instrument was cycled, fired, and formed the staples within design spec, but had a rough cut due to the nicked knife. The instrument was disassembled to examine the internal components and no other deformations could be identified. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the assembly process to ensure it functions properly.